Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance/repair. There was a deviation between the stylus and the cursor on the screen. The x-y board was replaced, and the stylus was calibrated. It was also determined at analysis that the display rear cover was damaged; the latches were broken. The bezel has minor damage at the top right side (considered acceptable). The logo button was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.